Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 209mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. A motor error alarm was noted during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to motor error alarms.